Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting patient line open on arctic sun device s/n (B)(6). Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100%, pump hours 3690.1, system hours 4612.8. Had nurse stop therapy, and empty and disconnect the pads. Started manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100%. Confirmed the fluid delivery line (fdl) was connected and there was no visible damage to the fluid delivery line (fdl). Asked nurse to send device to biomed and use another means of therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percent, pump hours 3690.1, system hours 4612.8. Had nurse stop therapy, and empty and disconnect the pads. Started manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percent. Confirmed the fluid delivery line (fdl) was connected and there was no visible damage to the fluid delivery line (fdl). Asked nurse to send device to biomed and use another means of therapy. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting patient line open on arctic sun device s/n (B)(6). Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100%, pump hours 3690.1, system hours 4612.8. Had nurse stop therapy, and empty and disconnect the pads. Started manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100%. Confirmed the fluid delivery line (fdl) was connected and there was no visible damage to the fluid delivery line (fdl). Asked nurse to send device to biomed and use another means of therapy.